Manufacturer narrative:
Product complaint # (B)(4). Investigation summary <<it was reported that the fluted drill bit tip broke off. All pieces were retrieved. No additional information is available. There was no surgical delay.>> the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed the reported allegation. The device was found bent from the tip. No signs of marks or evidence of multiple uses were found on the device returned. No broken fragments were observed. These drill bits can be either flexible or straight. During the surgical procedure, as described in the surgical technique brochure 061142-050, the drills are attached to a hand-held power drill and using a guide drill, pilot holes are created at the required angle for proper screw placement. Usage under extreme eccentric loading could result in premature bending or failure of the drill bit. The overall complaint was unconfirmed as the observed condition of the quickset 1pc flex drill bit 25 would not contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the fluted drill bit tip broke off. All pieces were retrieved. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.